Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a non-gore manufactured device and a gore® excluder® aaa endoprosthesis. After deployment of the non-gore manufactured stent graft, a gore® excluder® contralateral leg endoprosthesis was deployed to extend the left limb. According to the report, the left internal iliac artery was unintentionally covered, and blood flow into the left internal iliac artery decreased. The physician commented that a visualization error may have occurred while confirming device positioning by procedural angiography. An attempt to correct the positioning of the device using a balloon catheter was reportedly unsuccessful. No further treatment was rendered, and the physician will continue to monitor the patient.